Manufacturer narrative:
G4: 15feb2021. B4: 24feb2021. H11: g5:k102985. H10: the customer reported that the unit was in use on a patient, but there was no patient harm reported. The authorized service personnel (asp) replaced the front bezel to address the nav-ring issue. During the evaluation, the asp replaced the fan guard filter, top cover, rear bezel, end cap bezel due to cracks that were all unrelated to the initial reported issue. All necessary checks have been made to allow certification of reimbursement to conditions prior to the breakdown. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19nov2020.

Event description:
The customer reported that the nav-ring is inoperative. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
G4:25feb2021. H11. Additional information was received that MDR-2031642-2020-04207 was reported in error. There was no navigation ring failure per the authorized service personnel (asp) . There was no front bezel replacement. The asp confirmed the device only had broken cases due to cracks. The asp replaced the broken cases. Fan guard filter was also replaced as part of the maintenance procedure. The unit was repaired and was returned to customer. These are unrelated to the initial reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.